Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. Wife is concerned that her glucose meter is reading high for her husband but not for her. Wife states her results have been within her range but when she check's her husband (which she stated she does from time to time), his results have been too high and he "is not a diabetic". The customer is concerned with tests results from results obtained of 159, 106 and 165 mg/dl. Wife stated that on morning of (B)(6) 2016, her husband obtained a result of 207 mg/dl fasting; this result could not be found in the meter's memory during the call. The customer's expected fasting blood glucose test result range is 100 - 105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 94 mg/dl and 105 mg/dl . The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/29/2017 and open vial date at time of call is three weeks ago. The meter memory was reviewed for previous test result history (wife stated the results of 151 and 105 were hers): (B)(6). Memory concerns: 159mg/dl, 106mg/dl, 165mg/dl. Customer states that she tests her husband from time to time who is not diabetic. This morning he obtained a result of 207mg/dl fasting. When we went through the meter's memory twice and did not discover it.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. Wife is concerned that her glucose meter is reading high for her husband but not for her. Wife states her results have been within her range but when she check's her husband (which she stated she does from time to time), his results have been too high and he "is not a diabetic." The customer is concerned with tests results from results obtained of 159, 106 and 165 mg/dl. Wife stated that on morning of (B)(6) 2016, her husband obtained a result of 207 mg/dl fasting; this result could not be found in the meter's memory during the call. The customer's expected fasting blood glucose test result range is 100 - 105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 94 mg/dl and 105 mg/dl . The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/29/2017 and open vial date at time of call is three weeks ago. The meter memory was reviewed for previous test result history (wife stated the results of 151 and 105 were hers): (B)(6). Customer states that she tests her husband from time to time who is not diabetic. This morning he obtained a result of 207mg/dl fasting. When we went through the meter's memory twice and did not discover it.